Manufacturer narrative:
The onyx model and lot number were not provided. There is limited information about the device and/or the patient. Attempts were made to obtain additional information, however no response has been received. The onyx will not be returned for analysis; therefore, the event cause could not be determined. MDR 3 of 3 from the literature review of incomplete onyx embolization resulting in gamma knife treatment. Citation: j liu, x li, et al. Transarterial onyx embolization of intracranial dural arteriovenous fistulas in adults 21.march.2016, turkish neurosurgery, jtn. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature review that 3 patients required gamma knife radiosurgery due to incomplete embolization with the onyx. The third subject was a (B)(6) male that presented with ich, headaches, and bruits. Treatment of the dural arteriovenous fistula (davf) located in the left tentorial with the onyx embolization was incomplete, as indicated in the post-treatment angiogram, which showed evidence of remnant fistula. As a result, the patient underwent gamma knife radiosurgery. Follow up glasgow outcome scale (gos) of the patient is 5 (resumption of normal life despite minor deficits). Citation: j liu, x li, et al. Transarterial onyx embolization of intracranial dural arteriovenous fistulas in adults 21.march.2016, journal of turkish neurosurgery.

Manufacturer narrative:
Please reference mdrs 2029214-2016-00779 and 2029214-2016-00781 for the other 2 mdrs associated with this literature review.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.